Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-33, lot# v116703, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v116703, implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had to have the implantable neurostimulator (ins) repositioned because when the patient would sit it was very uncomfortable. The ins was moved lower, closer to where the wallet would be, which worked much better.

Event description:
Additional information regarding this event will be reported under manufacturer report # 3004209178-2013-00845.